Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that monitoring was down. Per field service engineer (fse) (B)(6), the entire its (intellivue telemetry system) went down and all telemetry monitoring was lost hospital wide. There was no patient incident.

Event description:
The customer reported that monitoring was down. Per the field service engineer (fse), the entire its (intellivue telemetry system) went down and all telemetry monitoring was lost hospital wide. The device was in use monitoring multiple patients and there was no reported patient incident.